Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013744, in question was manufactured at the reynosa site. The lot 6013744 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 15/jun/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5f03010 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 15/jun/2025, with a total of (B)(4) units. The lot 5f02550 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 15/jun/2025, with a total of (B)(4) units. The lot 5f02085 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 13/jun/2025, with a total of (B)(4) units. The lot 5f03082 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 16/jun/2025, with a total of (B)(4) units. The lot 5f03081 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 16/jun/2025, with a total of (B)(4) units. The lot 5f02571 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 16/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5f02586 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 14/jun/2025, with a total of (B)(4) units the lot 5f03091 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 15/jun/2025, with a total of (B)(4) units the lot 5f03092 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 15/jun/2025, with a total of (B)(4) units the lot 5f03093 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 16/jun/2025, with a total of (B)(4) units the lot 5f02583 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 13/jun/2025, with a total of (B)(4) units the lot 5f02585 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 14/jun/2025, with a total of (B)(4) units the lot 5f03094 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 16/jun/2025, with a total of (B)(4) units the lot 5f03358 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 17/jun/2025, with a total of (B)(4) units the lot 5f03359 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 18/jun/2025, with a total of (B)(4) units note: number non-conformance (nc) is raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site.the blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No furthur information available.